Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and the result of loosened supporting ligaments and muscles, which allowed for dislocation occurring due to the significant ligament reconstruction.

Manufacturer narrative:
Concomitant device(s): 300-30-08, equinoxe preserve stem 8mm; 320-10-05, equinoxe reverse tray adapter plate tray +5; reverse humeral tray (extension); 320-06-38, glenosphere 38mm; 320-15-01, eq rev glenoid plate.

Event description:
As reported, approximately 2 mos postop the initial rtsa, the (B)(6) y/o male patient was scrubbing counter, encountered a sticky spot, and jarred the shoulder and dislocated the joint. The patient received a closed reduction. The patient was revised on (B)(6) 2021. All devices replaced except the baseplate. Patient was dismissed from the hospital 2 days postop. The case report form indicates this event is related to devices and/or procedure. This event report was received through clinical data collection activities. Device will not return due to study policy.